Manufacturer narrative:
(B)(4). Any additional information provided by the customer will be included in a follow up report. (B)(4). Per carefusion third party service center, the service technician was unable to duplicated reported failure. The ventilator was disassembled and fully reassembled with original parts, as well as letting the ventilator sit for several days. The ventilator passed calibration and full checkout. The service technician was unable to find any debris, pinched wires or misplaced screws. There were no failures detected.

Event description:
The customer reported model lap top ventilator 900 turns on by itself and alarms ventilator inoperable (inop). The unit was not on a patient at time of reported incident.